Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No logs were recorded as this unit was the backup and was not being used. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings. The most likely root cause of the rtc's reset to zero can be attributed a rundown of the controller's rtc coin cell due to an extended period of time without connection to a power source. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient was seen in clinic on (B)(6) 2016, an anomaly was observed with the patient's backup controller. The controller displayed a date of "01/01/00" which was believed to be indicative that the controller's internal battery is no longer providing charge. The controller was exchanged with no reported patient consequences.